Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that acquiring images was not possible. Review of the log file showed multiple errors. During troubleshooting, the fse found three fuses that take the generator were open and the single-phase ups that powers the computers and peripherals have failed and found an error in the ips (internal power supply) of the generator. The fse replaced the fuses and ips certeray r5 but the point was giving an error. After that, the fse replaced iscv, point and power inverter. After replacement of the fuses, ips certeray r5, iscv, point and power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use when the issue was identified and another room had to be used to complete the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.